Manufacturer narrative:
B3-date of event is estimated. Section a4: patient weight is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000139794. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported of the lead was exhibiting high impedances and not providing therapy. As such, surgical intervention was undertaken wherein the lead was replaced and effective therapy was restored.